Event description:
A cartridge change error was reported for the pump, initially occurring in early 2025, although it was noted as not being a current issue at that time. The error was part of a pattern of repeated issues which led the customer to cease using the pump altogether. The current problem involves the pump¿s ability to charge. There was no adverse impact to the customer¿s blood glucose level. There was no additional information received regarding the outcome of the event or any corrective actions taken by the customer.